Manufacturer narrative:
(B)(4). Intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the right optic and is experiencing symptoms of blurry vision which was noted to be debilitating and affecting daily activities. It was stated that the lens is currently implanted at the time of the report and that there is no plan to explant the lens at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: date of event: (B)(6) 2010. Date of this report: 05/21/2013 expiration date: 1/25/2014 device manufacture date: 03/04/2009 to date, the intraocular lens remains implanted. The manufacturing records for the intraocular lens were reviewed and showed no deviations. Diopter measurement records was verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.0 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.